Event description:
New brand vacutainer adapter not functioning. None have worked for this writer so far and coworkers have reported the same. The specific vacutainers have been removed from the patient care area. Will monitor if they appear in clinic again and work with supply chain for a solution.